Event description:
The customer reported that after pipetting an hbsag assay on summit the tech observed that conjugate was not properly delivered to well b4 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.